Event description:
It was reported that an angio-seal was deployed in the right common femoral arteriotomy. Sometime later that day, the pt had very weak pulses in the right leg. An occlusion was discovered in the right common femoral artery (rcfa), secondary to thrombosis at the site where the angio-seal was placed. The pt was taken to surgery where the physician performed a cut down procedure. The angio-seal was noted to be at the distal portion of the rcfa. A small distal superficial femoral artery was identified with the angio-seal device located in the lumen with evidence of thrombosis just proximal to the angio-seal itself. The angio-seal was removed without difficulty; however, a portion of the intima was attached to it, which required a minimal endarterectomy. Revascularization was successful and a dacron patch was used to patch the somewhat small rcfa. The pt was taken to the recovery room with palpable femoral, popliteal and dorsalis pedis pulses. The pt's foot was warm and well-perfused. There was no evidence of swelling and no evidence of compartment syndrome. The pt was on a heparin drip at 1500 units/hour at the beginning of surgery and another 1000 units of heparin was given to the pt during the surgery.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.